Event description:
It was reported that during a ptca/stent implantation, air was drawn into the manifold and delivered to the pt. The pt went into cardiac arrest and an intraaortic was inserted. Reportedly the pt is in serious condition at this time.